Event description:
It was reported that during preparation for a procedure, the fiber bit that plugs into the laser, detached at the time the fiber was going to be connected to the console. The procedure was completed with another fiber without patient complications.